Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycle the power off and on to se 2367, cycle power again to go to start prompt. The tsr explained the alarms. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The hp stated they had two spare lines one of which the clamp was left open. The tsr explained to discard all supplies and to report their alarm to their nurse in the morning. The hp would finish therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient stated that they had two spare lines one of which clamp was left open causing system error 2240. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.